Event description:
It was reported to boston scientific corporation that an extractor xl retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 (patient over 18 years old). According to the complainant, the balloon was tested prior to use and failed to inflate. The site indicated that the packaging did not appear to be damaged. The procedure was completed with another extractor xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).